Event description:
The dxc 800 pro generated multiple erratic crem (creatinine modular chemistry) results on two different days. The results were reported outside of the lab. However, there was no impact to patient treatment. Customer provided data showing 16 out of 32 patient results generated on (B)(6) 2014 that were considered erroneously high. Data from (B)(6) 2014 was also provided showing there was 1 out of 2 patient results that was considered erroneously low.

Manufacturer narrative:
A field service engineer (fse) was dispatched.. The fse disassembled the module and found a small leak from the bottom of the cup onto the housing of the stirrer motor and confirmed the reaction cup assembly (a32625) was cracked. The fse also found the creatinine cup module had an old style lee pump and stirrer motor which was obsolete. The fse replaced the entire complete creatinine cup module (a57219), (which includes the new brushless motor stirrer and the tri-continent syringe pump.) (B)(4).